Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 90-110mg/dl. Back to back blood test results were 349 and 328mg/dl. Last 5 results in memory are 170mg/dl, 373mg/dl, 209mg/dl, 295mg/dl, and 291mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (373) and the lowest normal result (90) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer normal result are 90-11mg/dl. Back to back blood test results were 349 and 328mg/dl. Last 5 results in memory are 170mg/dl, 373mg/dl, 209mg/dl, and 291mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (373) an the lowest normal result (90) is located in zone c/d. No adverse event reports.